Event description:
Blood leak on continuous renal replacement therapies (crrt) machine. Our biomed department examined the device and found no visible sign of actual blood leak. They found low voltages on blood leak detector indicating dirty cell or need for recalibration. Cleaned and recalibrated. Machine functioning correctly.